Event description:
The shaft of the instrument sheared in half during use. The doctor was usng both the pneumatic and ultrasound instruments during the case. The instrument was in use approximately two hours. The probe was taken off and replaced.